Manufacturer narrative:
The pump passed the active current test. Unit failed to pass the sleep current measurement due to high currents during testing. Unable to perform the displacement test due to re-occurring pump restart. Unit failed to pass the self test due to pump error 75 occurring during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 75 is occurred on (B)(6) 2023 12:05 in history files and traces. Pump error 23 and pump error 68 and pump error 49 occurred on (B)(6) 2023 11:07 & (B)(6) 2023 12:05 in history files and traces. Pump error 53 ((B)(4)) occurred on (B)(6) 2023 11:05 in history files and traces. Failed battery test occurred on (B)(6) 2023 11:05--10:07 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack, force sensor, vibration harness assembly, and keypad flex cable pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label. Blank display was not observed during analysis. Blank display not confirmed. Cosmetic damage is confirmed at the unspecified area. Pump error 23 and pump error 49 and pump error 68 is confirmed due to occurring during testing and moisture damage on the electronic stack. Unexpected battery power loss and pump error 75 is confirmed due to occurring during testing and due to moisture damage on the j6 and j7 connectors. Pump error 53 is confirmed due to being found in history files and traces and due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a blank display. Troubleshooting was performed and stated that pump was showing physical damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.